Event description:
Nellcor puritan bennett received information stating there was a patient incident on an 840 ventilator.

Manufacturer narrative:
As per hospital one of the nurses in the patients' room accidently bumped the vent, the inspiratory limb of the vent became disconnected, the filter and inspiratory limb were placed back on the ventilator and the ventilator provided a high pitch alarm. The ventilator was pulled from service and sent to the hospitals biomed. Patients medical condition was critical prior to this event. Patient expired a couple of hours later and as per hospital, it is not believed to be related to the event. The puritan bennett customer support engineer (cse) inspected the device and could not duplicate the reported failure. The unit passed extended self testing.